Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was present behind the display area. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, no moisture was found on or behind the display. The original complaint of moisture ingress behind the display could not be duplicated. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and a leak was identified at a crack in the battery compartment. The pump cover was opened and no further evidence of moisture was found.